Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Testing was also completed to assess the outer insulation integrity, but the lead did not pass due to a cut in the insulation. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Analysis did find a cut in the insulation that was likely induced during the explant procedure.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead, one day post implant, displayed no capture at 7.5 v. The patient is not dependent, so there was no asystole or patient symptoms reported. A x-ray was performed, which showed the rv lead was malpositioned. An echocardiography was then performed, and it was determined this rv lead perforated the heart wall. The decision was made to explant this rv lead and implant a new rv lead. No additional adverse patient effects were reported.